Manufacturer narrative:
D9: product received date 9/24/2024. H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed. Confirmed complaint that the air sensor was not functioning properly. Probable cause was a malfunction in air sensor and the air sensor was fixed. Ran functional test to confirm. Updated software. Device was running normally post repair.

Event description:
It was reported that the device alarms air in line. Per reporter, turned off and back on but it still alarms. Per reporter, tried performing preventative maintenance on multiple sets but it still alarms. Per reporter, this is a brand-new device. There was no patient involvement.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.